Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented at the hospital after receiving a notification due to high, out of range hv lead impedance. The lead was revised. No further information is available.